Event description:
The following report was received from the affiliate: the procedure was an emergent case due to an ami. The target lesion was the distal circumflex. The lesion was denovo, concentric, bifurcated, and thrombotic lesion. The lesion length was 15mm and vessel diameter was 2.75mm; lesion classification was type b2. Aspiration was conducted but nothing was aspirated. Pre-dilation was conducted with a 2.5x15mm balloon at 12atms for 30 seconds. A 2.5x18mm cypher des was deployed at 12atms for 30 seconds. Post-dilation was conducted with a 2.5x15mm balloon at 20 atms for 20 seconds. Ivus was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 0%. Act was not measured. After the cypher stent implant, the side branch at the obtuse marginal was occluded, but no treatment was conducted. Approximately seven days later, the patient developed ventricular tachycardia and treatment was conducted. Two weeks later, the patient developed ventricular tachycardia. A follow-up cag was conducted and thrombus was found inside the implanted cypher stent. To treat the thrombus, aspiration and poba was conducted. Then, a 2.5x23mm cypher des was implanted at the distal end of the initially implanted cypher in an overlapping fashion. Inflation times and pressures are unknown. Physician's comment: the possible cause of the sat was due to the fact that the procedure was an emergent case and so the cypher was under-dilated. Therefore, it is not related cypher's product problem.

Manufacturer narrative:
Please note: device (lot# i1104204) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.